Manufacturer narrative:
Additional information: (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm implantable collamer lens of unknown model was implanted into the patient's eye on an unknown date. 1300 micron vault with some degree of iris chafing was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.